Event description:
The reported stated the surgeon inserted an aq2010v silicone three piece lens as a lens exchange for a different type lens that had been implanted in the pt's eye. The reporter stated there was a small capsule tear in the pt's eye prior to inserting this aq2010v model lens. The lens was inserted into the sulcus but would not sit properly in the eye. The lens was removed with no pt injury and a different type lens was sutured into the pt's eye. The reporter stated there was nothing wrong with the aq2010v model lens and the event was pt related. The reporter stated it was unk if the lens was damaged or cut into pieces to remove from the eye. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
No product malfunction.